Manufacturer narrative:
Investigation type: the initial report, submitted on 29-may-2025, presents the investigation findings based on the event log analysis. Since then, the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Investigation findings: the event log investigation found no indication of any delivery issues. The pump infused in accordance with the programmed treatment parameters. Since then, the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Conclusion: eitan medical has conducted multiple attempts to receive the pump itself, for investigation. However, it was not provided by the customer. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities, and no indication of under delivery was observed. Conclusion: the pump infused without any irregularities. It is likely that the multiple vtbi changes (and possible bag volume additions/reductions) led to confusion believing that the treatment ended prematurely.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: the investigation found no indication of any delivery issues. The pump infused in accordance with the programmed treatment parameters. Conclusion: as no indication of any delivery issues was observed in the event log, it is likely that the alleged delivery issue was a result of user confusion due to the user making multiple changes made to the vtbi during treatment (both increasing the vtbi and decreasing it and possible bag volume addition/reductions to match these changes).